Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and the cpu battery. System operates as intended. (B) (4).

Event description:
The customer reported hearing a loud pop and the screen went blank. No pt injury was reported.